Manufacturer narrative:
This MDR is being mailed on (B)(4) 2013. Siemens has requested the related eventlog/savelogs for the reported issue and the investigation is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation. Customer address: (B)(6).

Event description:
Siemens was notified on (B)(4) 2013 that after the customer loaded pt data to the artiste the flat panel moved to the target position 150cm that was achieved by pressing alt + enable, then pushed. Instead of stopping, the flat panel moved over the target and almost collided with the table. Motion was stopped at position 130 cm by the employees. It was reported that the flat panel moved at an unusual speed when this occurred. There is no report of mistreatment or injury to a pt. This issue occurred in (B)(6).